Event description:
The customer reported that a connector pin was broken and that the paddles were not always detected. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that a connector pin was broken and that the paddles were not always detected. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.